Event description:
Customer reported via phone call to have received a failed battery test alarm. Customer's blood glucose was 190 mg/dl. After troubleshooting, customer was not able to clear alarm. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no unexpected failed battery test alarms or battery test failed alarms noted during our testing. The insulin pump passed displacement and off no power tests. The operating currents are within specification. The insulin pump has cracked reservoir tube lip and scratches on the reservoir tube window.